Event description:
Drill bit broke during use, and a piece of the bit could not be removed from the patient. This also caused a one hour surgical delay (left hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Drill bit broke during use, and a piece of the bit could not be removed from the patient. This also caused a one hour surgical delay (left hip). Examination was not possible, as the instrument was not returned. The lot code was not provided. The investigation is unable to determine the manufacturing age of the item. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.